Event description:
Over the course of a few days, the emergency room staff experienced the failure of three IV cath extention sets. All three failed to prime - i.s. Valve on luer port could not be opened as nurse was priming device.the site is in regular communication with baxter on this problem.